Event description:
During the atrial fibrillation procedure, an air leak was noted from the agilis sheath. While inserting the non-abbott (boston scientific) farawave catheter, air was aspirated from the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.